Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The patient was treated with vancomycin injection (2gm stat and repeat on 7days, route not reported) and fortum (250 mg in each bag daily for 14 days) intraperitoneally (ip) for the peritonitis. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.